Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es could not turn on. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that initially the remote support service tried to do 1.7.4 upgrade, but it failed, and the station was not turned on. A field service engineer discovered that the station was not launching the application and was not connected to the network. The initially assigned ip address was ineffective, so it was switched to dynamic host configuration protocol, but the issue persisted. It was then identified that the site used static ip addresses and then the pharmacy team contacted the it department to obtain a valid ip address. Once the station was back on the network, a full synchronization was completed. The system functioned as intended after the field service engineer investigated the device.